Event description:
It was reported that a 4.0 x 23 mm xience v stent was selected to treat a heavy tortuous, calcified, and diffuse mid right coronary artery 99% stenosis, however, the stent could not cross the lesion, even with balloon predilation and buddy wire technique. The physician felt strong resistance when advancing the device to the tortuous segment. The shaft kinked inside of the guiding catheter and separated into two pieces when removed from the patient anatomy. It was removed as a single unit from the patient anatomy. A second 4.0 x 23 mm xience v stent was used to cross the lesion successfully. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. The shaft kink and separation were confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - improper or incorrect procedure or method: against resistance. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.